Event description:
It was reported that the patient was experiencing inadequate pain relief, the patient underwent a revision procedure wherein the ipg and leads were replaced and will not be returned. The patient was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2316500; model: sc-2316-50; serial: (B)(4); batch: 16854496.